Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was discarded and not available for investigation. Failure analysis of scope confirmed it passed final qa/qc testing. The reported brake test error was linked to an anti-virus installation during field upgrades and occurred only during start-up, resolving after a restart; it did not contribute to the event. Video review showed airway bleeding was present before galaxy scope introduction, confirmed by csr notes indicating a manual bronchoscope was first used for airway inspection. Additional bleeding likely occurred during galaxy navigation to the right upper lobe, where repeated banking of the bronchoscope shaft against airway walls may have caused minor tissue stress in a patient with fragile airways. A scope-buckling alert occurred after bleeding onset and was unrelated. The physician attributed the tears and bleeding to the galaxy system; however, documentation and video review indicate bleeding predated galaxy use, suggesting a multifactorial cause involving airway fragility, procedural manipulation, and prior instrumentation. This complaint is reported due to the following conclusions: multiple submucosal tears and airway bleeding were observed in the trachea and main bronchus after the procedure, following completion of ebus. No treatment was required, and the patient was discharged the same day. The patient has a history of smoking and is considered high risk for malignancy. The physician attributed the injuries to the galaxy system. A malfunction of a brake test error was reported during system start-up, which prompted a system restart. Although this event does not meet the criteria for a serious injury, it is being reported.

Event description:
Multiple submucosal tears and airway bleeding were observed in the trachea and main bronchus after the procedure, following completion of ebus. No treatment was required, and the patient was discharged the same day. A malfunction of a brake test error was reported during system start-up, which prompted a system restart.